Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer front was cracked, and drawer controller was defective. A field service engineer (fse) inspected the station and replaced two drawer fronts due to visible cracking. The drawer was found to be offline and not communicating on the bus. Upon further investigation, the fse identified a failed drawer module controller as the root cause. The controller was replaced and properly configured, restoring full functionality to the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure.the customer reported that the malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.